Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard cover could not recover. A field service engineer replaced the keyboard cover to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: university massachusetts memorial medical center university campus

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failing, and the reporter was unable to recover the drawer. The customer stated that the user was unable to pull medications and there was a delay in dispensing medications to a patient. There were no adverse events or injuries reported based on this event.